Event description:
It was reported that during a supply change the ilet displayed ¿unable to proceed,¿ generated alert 38 for consecutive stalled motor, and would not complete the rewind, resulting in failure to infuse; the issue persisted after a restart and the user was utilizing a dexcom g7. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and implicated the motor component in relation to the failure to infuse and the stalled motor alerts. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.